Event description:
It was reported that with regards to a transpac® IV monitoring kit, 60", 03 ml squeeze flush device, 2 3 way stopcocks and macrodrip that the spike broke at the set right at the bag. The registered nurse was releasing pressure on the IV fluid/pressure bag to change the IV fluid bag when she recognized that the spike had snapped off and was inside the IV fluid bag. There was patient involvement and no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
Correction: additional information was provided by the customer on 15-may-2025 from the event occurred when the patient had this pressurized IV tubing in use for arterial line monitoring under 24 hours before the spike from the drip chamber broke in the IV fluid bag.  The rn was releasing pressure on the IV fluid/pressure bag to change the IV fluid bag when she recognized that the spike had snapped off and was inside the IV fluid bag.  Since this was a pressurized line for arterial hemodynamic monitoring- the blood backed up into the tubing.

Manufacturer narrative:
The following items were provided by the customer for complaint investigation: one used partial list# 46112-10, transpac® IV monitoring kit, 60", 03 ml squeeze flush device, 2 3 way stopcocks and macrodrip; lot# unknown one used list# unknown, 0.96% sodium chloride injection 500ml IV bag; lot# unknown the reported complaint of breakage was confirmed. During visual inspection, the spike of the drip chamber was received broken. A part of the spike is still inside the IV bag. Plastic deformation and stress marks were observed at the broken region. The probable cause of broken spike had occurred due to unintentional bending and twisting forces applied during use. A DHR lot# review could not be conducted because no lot number was identified. D9 - date returned to mfg:18jun2025 corrected information can be found in b5, e3, g2 and h6 component code.